Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost after irrigation within first 5 minutes into the procedure. A second spyscope ds ii catheter was used; however, the image was lost approximately 20 minutes into the procedure while blasting two large stones with 1500 pulses of electrohydraulic lithotripsy (ehl). The procedure was not completed due to this event. There were no patient complications reported as a result of this event.